Event description:
A medtronic representative reported that during an epilepsy electrode placement case using synergy cranial software version 2.1, the software displayed unusual behavior. While in the biopsy procedure, the user merged a t1 and a t2 MRI data set and created three plans. Each time the user clicked on a plan, a duplicate plan was automatically created. When the user clicked on plan #1, then plan #4 would create and be a duplicate of plan #1. It was also noted that if the "re-set entry" button was selected, it moved the target instead of the entry point and if the "re-set target" button was selected, it moved the entry point instead of the target. The surgery continued to completion with the use of navigation. There was no impact to the pt.

Manufacturer narrative:
Medtronic representative upgraded the system software version to cranial 2.1.5. And the system has not displayed any further issues. Medtronic representative created several plans in the software and the software functioned properly. Engineering also completed a software verification investigation. This issue was documented in a medtronic software anomaly tracking database.